Event description:
Thirty-two yom found with loose IV tape and dressing, site was redressed and flushed, no breakage or infiltration noted. Pt later found with the IV site dripping blood. Upon assessment, it was discovered the hub was no longer connected to the cath tip. The cath tip could not be found. Area was searched and pt was taken for an x-ray on the right forearm. X-ray showed a foreign object in right wrist and pt was taken for removal of foreign object. Investigation is on-going.